Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a defective relay on the pace/defib engine board. The pace/defib engine board will be replaced once the repair estimate has been approved to resolve the report. The device will be recertified and returned back to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.